Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide (14421-aw rev h), page 96, warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that while in the hospital for an unrelated surgery, his blood glucose reached 236 mg/dl however, the hospital meter read 155 mg/dl. Based on the discrepancy between the hospital meter and his pdm meter, he treated himself with a bolus of 3.5 units. The next morning his blood glucose was 28 mg/dl. The hospital staff requested patient remove the pod and they will control his blood glucose by using their meter. He was treated with q250 (gamma globulin) and a (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported inaccurate test results were not confirmed. No malfunction or product defect that would have contributed to reported hyperglycemia and hospital visit.